Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose occurrence (65 mg/dl). The contact treated with some sweets. The contact indicated does not believe supplies are a source of the issue and that the cause was due to needing to adjust settings.